Event description:
It was reported by dealer that the left side power elevating legrest has the wires pulled out of the actuator and is missing some parts. No injury reported. Patient is sole owner of chair. No additional information available per dealer.